Event description:
The facility's biomedical engineer reported an infusion pump with an 812:04 failure code. The biomed did not know if this failure occurred during patient use or biomed testing. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.